Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03 aug 2020.

Event description:
The customer reported the unit is alarming with a o2 not available message. The unit does not recognize that it is connected to oxygen. There was no patient involvement. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse attached the cylinders and the error message returned. The fse notes that the error was probably due to a bad cylinder tank. The manufacturer¿s field service engineer (fse) performed troubleshooting and ran the oxygen flow, air flow and o2 concentration tests to address the reported problem. The unit successfully passed the required performance verification test.